Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was replaced to resolve the reported issue.

Event description:
The hospital reported that a caster has broken off the unit. There was no report of patient involvement.